Manufacturer narrative:
This report is submitted on february 19, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the patient experienced poor performance with the device. The device was explanted (date not reported), and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on april 1, 2019.